Manufacturer narrative:
The insulin pump alarmed no delivery outside of the specified range during the occlusion, test due to a faulty force sensor. The insulin pump alarmed during the error test due to a broken solder joint on interface board the insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted.

Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. It was also stated that the customer was getting no delivery alarms prior to the event. Nothing further was reported.